Event description:
It was reported that the system 9800 was not operational. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It was determined that the calibration files were corrupt. The system software was upgraded and the problem corrected. The system was tested and found to be working as intended and placed back into service.